Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient was having tremendous pain, was miserable, and was experiencing burning at the ins site. The patient already contacted their healthcare provider (hcp), but they referred them to the manufacturing company. During the call, how to operate and turn off the device was reviewed. Stimulation was then decreased from 3.4v to 3.2v. It was reviewed to turn stimulation off if the adjustment doesn't help. No further patient complications have been reported as a result of this event.